Event description:
Surgeon reported in op note, "the superficial fascia was reapproximated with a 4-0 monocryl (biosyn) buried interrupted stitch". Surgeon reported surgical wound healed, but then 8 weeks post op fragments of absorbable suture found in the base of wound. Covidien biosyn monofilament absorbable suture 4-0 30" undyed on v-20 needle.